Event description:
It was reported that noise was observed on the egms. Noise was not reproducible whith isometrics. In july, lead damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.